Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (1000 mcg/ml at 121 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient was not experiencing any signs or symptoms. No known environmental external or patient factors was noted. The healthcare provider (hcp) was replacing the pump for normal end of life  and could not draw any fluid out of the catheter when checking for patency and decided to replace the entire catheter. While removing the old catheter only a small amount came out of the spine. It was apparent that the catheter had broken off in the patient back near the spine. X-ray showed the other portion of the intrathecal catheter in the spine segment. The portion that was removed was sent to be cleaned by the hospital and it has been requested to be returned to  medtronic. A new catheter was placed and cerebra spinal fluid was confirmed. The issue was resolved, patient was alive no injury.